Event description:
It was reported that a patient underwent a blepharoplasty procedure on (B)(6) 2013 and suture was used under the skin at the lateral canthus. The patient developed a red and inflamed reaction at the lateral canthus. It started on the right side. The patient was treated with antibiotics.

Manufacturer narrative:
(B)(4) - inflammation occurred. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that a patient underwent a blepharoplasty procedure on (B)(6) 2013 and suture was used under the skin at the lateral canthus. On (B)(6) 2013, the patient developed a red and inflamed reaction at the lateral canthus. It started on the right side. The patient was treated with augmentin 875 three times daily for seven days and the subcutaneous nodule in incision right lateral cathal rim resolved. The surgeon opines this was an infection from an unknown source. The patient's reaction resolved on (B)(6) 2013. (B)(4). Conclusion: representative samples were returned for evaluation. The packages were in good condition. All of the seals were full and complete with no channels, skips or narrow seals. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.